Manufacturer narrative:
Correction: e2, e3 (revised occupation & removed other occupation); g3 (removed other source-please specify) & h6 (revised device code) additional information: d11 no device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that medication errors occur when clinicians forget to unclamp the secondary line, causing medication not to be delivered. The hospital is piloting a system improvement group for safety issues and would like any suggestions on how this can be prevented. Customer reported that there have been no adverse effects caused to patient in the events.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that medication errors occur when clinicians forget to unclamp the secondary line, causing medication not to be delivered. The hospital is piloting a system improvement group for safety issues and would like any suggestions on how this can be prevented. Customer reported that there have been no adverse effects caused to patient in the events.